Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any clip formation issues noted in the primary procedure? Was the clips applied using an el314? Was the device used to apply the clips inspected prior to usage? What was the condition of the cystic artery prior to clip application? Was the patient diabetic? What was the age of the patient? How many clips were applied on the patient side in the initial procedure? Where they able to identify and retrieve clips in the 2nd procedure? Please describe the shape of the clip? What is the current patient status?

Event description:
It was reported that patient whom yesterday underwent a laparoscopic cholecystectomy without complications, at night complains of pain and abdominal discomfort, becomes diaphoretic and stuporous, tachycardia and prone to hypotension, so it was moved to intermediate, previous evaluation by surgeon on duty. In the morning round at the intermediate ICU, the patient was examined finding signs of peritoneal irritation and decreased in 3 gr hb so the surgeon considers lead to surgery re-op to laparoscopic draining of blood collection." Within the surgical findings, it is found that clips of cystic artery were not in place where they were implanted, failure at the implantable device. Again cystic artery is clipped with three clips and bleeding is controlled. Drainage and washing of the cavity is performed and left to drain for quantification of cystoflo.

Manufacturer narrative:
(B)(4). Additional information received: was there any clip formation issues noted in the primary procedure: there were no problems of clip formation; was the clips applied using an el314: no, it was used the brand olympus; was the device used to apply the clips inspected prior to usage: the clips wasn¿t inspected before use, the clamp holder clips was inspected; what was the condition of the cystic artery prior to clip application: in good conditions; was the patient diabetic: no; how many clips were applied on the patient side in the initial procedure: they used 4 clips; where they able to identify and retrieve clips in the 2nd procedure: could not recover the clips; please describe the shape of the clip: clips reference lt300; what is the current patient status: in good conditions.